Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed malfunction 61 followed by malfunction 56 after a restart, and the patient transitioned to backup therapy with blood glucose within normal range. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the ilet and continued glucose monitoring using the patient¿s cgm. Investigation included review of device error alerts and user guidance on shutdown and data sync. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.